Manufacturer narrative:
Date sent to FDA: 06/08/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent diagnostic laparotomy, lysis of adhesions and repair of enterotomy on (B)(6) 2015 during which the surgeon noted extremely severe adhesions of omentum and small bowel to the anterior abdominal wall mesh. The previously placed mesh was noted to have contracted centrally and was folded on itself. Further, the mesh appeared to be growing into the bowel, where an enterotomy was encountered. The bowel was carefully dissected off of the mesh. It was reported that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2016 during which the surgeon noted the previously placed mesh was broken into pieces, making it difficult to remove. It was reported that the patient experienced severe pain, high grade bowel obstruction, nausea, dense adhesions, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.